Manufacturer narrative:
(B)(4). Evaluation: results: (angulated neck >90 degrees), (endoleak). Conclusion: (angulated neck >90 degrees).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology information was not reported. It was reported that at the 1 month f/u a proximal type I endoleak was noted with an angulated neck >90 degrees. It was reported that the pt had an unk secondary intervention to treat the type I endoleak. No other details have been provided. The investigator assessment states that the event is device and procedure related. .